Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Pending repair completion.

Event description:
The customer reported the ventilator alarmed and displayed battery failed message. The customer reported the device was in use on patient, but no patient harm reported..

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. Field service engineer advised customer that the battery needs to be replaced.